Event description:
The manufacturer was contacted regarding a rep dreamstation auto CPAP, dom¿recrt device. The patient reports mucus accumulation in the throat area and feels harmed. The patient answers "yes" to the mandatory question of whether there is any allegation of device malfunction; however, they do not specify. A doctor advised her to continue using the device.

Manufacturer narrative:
The manufacturer had previously reported degradation coding on the device, although there was no mention of the recall or degradation in the initial complaint. This report reflects the corrected coding.